Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was intermittently inaccurate. Blood glucose was 230 mg/dl. The cartridge was reloaded and the pump fill estimate was accurate.